Manufacturer narrative:
(B)(4). Batch # r5a236. Photo evaluation summary: three pictures were provided. Pictures one and three show the tip of an anvil from the top view and an anvil with a washer placed. No staples are appreciate on the pockets and the washer appears to be uncut and indented. Three pieces of what appears to be metal can be seen placed around the anvil and do not belong to the device. Picture two shows the tip of a device. The device can be seen fully loaded with staples. Based on the photos reviewed the event described is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition, three pieces of metal were received inside of a plastic bag. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the pieces of metal returned do not belong to the returned device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Photo review: due to the nature of the photos, they were shared with manufacturing and medical: per manufacturing supervisor: in order to answer your request, we performed a check (operations technician & supervisor) and it was confirmed that we do not use/have any small round parts on the ils circular manufacturing line. Per ethicon medical safety officer: foreign bodies as shown in the photo can only get into the gi tract from one of two routes namely the mouth or anus. Complete photo evaluation in progress additional information was requested and the following was obtained: what were the indications for surgery? Sigmaresektion. What was the age of the patient? No information. Is there potential that these small items may have been ingested or inserted transanally? The pathology subsequently revealed that more batteries were in the intestine of the patients. It is assumed that she took this orally. How was the procedure completed? Normal. There were no complications. In retrospect, it was found that the batteries have not fallen out of the device but have been in the intestine of the patient. Are the small round objects being returned with the device for analysis? Yes. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a lap sigma procedure, distal ring was significantly thinner than normally by the cdh29a. Stapler has stapled normally. Pressure plate is missing in the complaint. When opening the device, 3 small objects (like mini batteries) fell out. No harm to the patient.